Manufacturer narrative:
The programmer was received at a different site for repair. Analysis confirmed the reported event, as a result the link electronic module (lem) circuit board was replaced and calibrated. The hard drive was then reconfigured and software was reloaded. The device passed final functional and systems tests, no other anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the programmer displayed an error code. The programmer will be sent to a different site for repair. (B)(4).

Event description:
It was reported that there was no display after starting up. This event occurred during setup. The programmer was returned to the manufacturer for servicing. There was no patient involvement.